Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that when the patient removed the needle guard, the needle deployed early resulting in the pod being unusable. Due to not having another pod, the patient visited the emergency room (ER) at (B)(6) university hospital on (B)(6) 2024. The patient's blood glucose level was within range at 8 mmol/l (144 mg/dl). During the visit, the patient was given insulin pens as a backup insulin method. The patient was released from the hospital the same day.

Manufacturer narrative:
The pod was received with the needle mechanism fully deployed. Inspection of the download data found that the pod completed both first and second priming sequences with the expected number of pulses in each priming sequence. The pod was deactivated by the user one pulse after the end of the second priming sequence. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle mechanism deploying early. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. The cause of the reported needle deploying early could not be determined.